Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow-up in backup vvi. A device download was performed successfully. The patient was fine.